Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went offline. The field service engineer (fse) removed the back panel and identified an issue with the drawer board at the back of the machine. The fse replaced the board with an updated part. The fse verified that all functions returned normal and inventoried the medications in the pockets successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was offline the customer stated that this malfunction caused a delay in dispensing medication to patients since the user retrieved the medication from pharmacy. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was offline the customer stated that this malfunction caused a delay in dispensing medication to patients since the user retrieved the medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.